Event description:
An adapter on an esu unit melted due to sparking between adapter and suction cautery connector. No injury to pt. Suction cautery part of custom pack by allegiance. Product 439/59. Lot number sen33tncdg.